Event description:
Event description guidant received information that this device was explanted and premature battery depletion was suspected. It was reported that the clinic has lost faith in guidant's products.